Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. The investigation found that the device exhibited error code 112 which was determined to be the cause of the reported system fault. The printed wiring assembly was replaced. A manufacturing DHR review was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device.

Event description:
Information was received regarding a cadd ms3 pump. It was reported that there was a system fault during testing. There was no patient, or clinician injury associated with this event.